Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. Sample appeared to be clean. Filter storage tube was received disconnected from the touhy-borst adapter. The filter was received not deployed within the filter storage tube. Based on the findings, the investigation is confirmed for the alleged disconnection issue as it was noted that the filter storage tube was disconnected from the touhy-borst adapter. A definitive root cause for the reported disconnection issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the filter deployment procedure, the device allegedly disconnected during flushing. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that prior to the filter deployment procedure, the device allegedly detached during flushing. There was no patient contact.